Event description:
It was noted that there was a loss of therapeutic effect. The patient's symptoms recently reoccurred. It was noted that the patient had a major accident and had "more problems than ever" as a result, including a loss of bladder control. It was stated that during the last surgery, the device was turned off due to "working close to the wire." It was indicated that the device was turned back on, but the patient stated she did not feel a stimulation sensation. After increasing the stimulation to 2.05 volts, the patient reportedly felt stimulation. Additional information was requested and if received, a supplemental report will be sent.

Manufacturer narrative:
Product ID: 3889-28, lot# j0427676v, implanted: (B)(6) 2004, product type: lead, product ID: 3095-10, serial# (B)(4), implanted: (B)(6) 2004, product type: extension. Product ID: 3031a, serial# (B)(4), implanted: (B)(6) 2004, product type: programmer. (B)(4).